Manufacturer narrative:
Medwatch submitted on 01/19/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of discoloration of the skin, tender, warm, indurated, and florid granulomatous dermatitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: "undesirable effects. The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Coloration or discolouration of the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Reported events of "late inflammatory cutaneous reaction" found within patient 11 in the following journal article: "resistant and recurrent late reaction to hyaluronic acid-based gel," dermatologic surgery : official publication for (B)(6). Electronic publication date: 12/08/2015. The reaction "initially manifested with purplish to brownish discoloration of the skin surrounding the injection site." Authors note that "subsequent to color changes, the injected area became tender, warm, and indurated (2-7 days), up to the formation of a deep nodule." Symptoms are also described as "painful inflammatory nodules." Authors additionally noted, " a biopsy obtained from patient 11 revealed a florid granulomatous dermatitis." Patient was injected in the tear trough area with juvederm volbella in conjunction with two non-allergan hyaluronic acid-based fillers and juvederm voluma into other unspecified facial areas. This record represents the juvederm voluma injection. Time to first reaction after injection was 10 weeks. The patient experienced 9 episodes. Authors note that "they resolved and recurred in different facial areas, where other ha fillers were previously injected." The symptoms were fully resolved after 11 months with treatment of "oral ciprofloxacin (500-750 mg twice a day) for a period of 3 to 4 weeks" and "repeated courses of broad-spectrum antibiotics in conjunction with multiple intralesional injections of hyaluronidase (30-100 unit per mass or nodule.)" Authors noted that "oral, intramuscular, and intralesional administration of corticosteroids were less effective."

Manufacturer narrative:
Medwatch sent to FDA on 04/08/2016. Additional information field: outcome attributed to adverse event.

Event description:
Reported events of ¿late inflammatory cutaneous reaction¿ found within patient 11 in the following journal article: ¿resistant and recurrent late reaction to hyaluronic acid-based gel,¿ dermatologic surgery : official publication for (B)(6). Electronic publication date: 12/08/2015. The reaction ¿initially manifested with purplish to brownish discoloration of the skin surrounding the injection site.¿ authors note that ¿subsequent to color changes, the injected area became tender, warm, and indurated (2-7 days), up to the formation of a deep nodule.¿ symptoms are also described as ¿painful inflammatory nodules.¿ authors additionally noted, ¿a biopsy obtained from patient 11 revealed a florid granulomatous dermatitis.¿ patient was injected in the tear trough area with juvéderm volbella in conjunction with two non-allergan hyaluronic acid-based fillers and juvéderm voluma into other unspecified facial areas. This record represents the juvéderm voluma injection. Time to first reaction after injection was 10 weeks. The patient experienced 9 episodes. Authors note that ¿they resolved and recurred in different facial areas, where other ha fillers were previously injected.¿ the symptoms were fully resolved after 11 months with treatment of "oral ciprofloxacin (500-750 mg twice a day) for a period of 3 to 4 weeks" and ¿repeated courses of broad-spectrum antibiotics in conjunction with multiple intralesional injections of hyaluronidase (30-100 unit per mass or nodule.)¿ authors noted that ¿oral, intramuscular, and intralesional administration of corticosteroids were less effective.¿